Event description:
User initially reported they were unable to recapture the needle inside the sheath after collecting a gastric sample. The device was returned for evaluation and it was also confirmed the needle was broken at the proximal end of the device. No adverse effects to the patient were reported as occurring.

Manufacturer narrative:
This incident meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for both proximal needle breakages and the non retraction of the needle. There were no echo-hd-19-c (echo) devices of lot# c854688 in stock at the time of the complaint investigation. 1 x echo device of lot# c854688 was returned for evaluation. The device was returned in the original package and was opened on receipt. This echo device was returned with the stylet fully inserted in the device. There were no kinks visible along the length of the sheath or below the sheath extender when the sheath extender was positioned at reference mark 5. The needle of the device was exposed approx 13mm from the sheath tip on receipt the stylet can be retracted and re-inserted into the device easily. The needle could be advanced but could not be retracted. Slight marks were visible on the sheath below the sheath extender, corresponding to reference mark 0. The handle was dismantled and the needle was removed. It was confirmed to be broken. The breakage point was measured to be approx 32cm from the base of the proximal luer lock (measured corresponding with the end of the sheath extender). The distal needle tip was examined under the microscope and noted to be bent backwards. It can be noted that the damage to the needle tip most likely occurred during shipment on return of the device as the device was returned with the needle tip exposed from the sheath. No part of the device was missing. The customer complaint was confirmed as the proximal end of the needle was broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in a breakage. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. The relevant personnel have been informed of this complaint event prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for lot#c854688 determined no issues which may have attributed to this failure. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the use prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". No adverse effects to the patient have been reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.